Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot number (h10i24066) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive for (B)(6) with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for the event. The reporter stated the cause of the peritonitis was unknown and stated that it came off the skin. Treatment provided for the event was not reported. On an unreported date, the patient recovered from the event. Dianeal pd4 ultrabag therapy was ongoing. The nurse stated that the peritonitis with culture positive for (B)(6) was unrelated to dianeal therapy.